Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and sometimes ineffective in turning on the pump screen, resulting in a dark display. Though these issues were experienced, there was no adverse impact on the customer's blood glucose levels as they remained within the normal range. Technical support instructed the customer on how to troubleshoot the issue, and when the problem persisted, they advised the customer to keep the pump plugged into a power source to use its features until a replacement pump could be sent. A new pump with updated software was dispatched to the customer, along with instructions for handling the malfunctioning unit's return.